Event description:
The initial reporter alleged false reactive results for one patient sample tested with the elecsys hiv duo assay on the cobas e 801 module. The initial elecsys hiv duo results for the sample were 0.164 coi (non-reactive) for hiv antigen and 29.7 coi (reactive) for anti-hiv. Subsequent testing of the same sample yielded results of 0.179 coi (non-reactive) for hiv antigen and 20.2 coi (reactive) for anti-hiv in serum, and 0.167 coi (non-reactive) for hiv antigen and 24.2 coi (reactive) for anti-hiv in plasma. A re-determination of the plasma sample was reported as negative. Additional testing included cobas mpt test (polymerase chain reaction, pcr), which was non-reactive; alinity (abbott) with a result of 0.60 s/co (non-reactive); and hiv antibody testing via enzyme-linked immunosorbent assay (elisa), which was inconclusive. Following local hiv guidelines, the inconclusive result was reported as such, and the blood donor was disqualified from donation.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited as calibration and quality control data were not provided, and the patient sample was not made available for further analysis. A sample-specific discrepancy was considered very likely based on the available information. Additional hiv confirmation testing was not completed, which further constrained the investigation.